Event description:
The original artificial urinary sphincter (aus) device was implanted in early 2007. Three months later, the tandem cuffs were replaced due to recurring incontinence, "original cuffs too large".

Manufacturer narrative:
Additional lot # 477748.